Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that malfunction occurred when the user tried to dispense medication to the patient, prompting them to use an alternative station to retrieve the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawer did not display any pockets in the row. A field service engineer replaced the drawer controller board to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.